Event description:
It was reported that this left ventricular (lv) lead exhibited low pacing impedance with high thresholds and intermittent loss of capture. Low impedance suggests a possible lead insulation damage. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).